Event description:
A caller reported receiving a cgm error 42, related to a g6 sensor. There was no reported impact to the customer¿s blood glucose level. The caller was not at home with charging supplies, so they planned to reset the pump when ready and would follow up if the issue persisted.